Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-01376. Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.5 ¿ 138.0 cm from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned packing coil lp confirmed that the pusher assembly was kinked proximal to the introducer sheath. Further evaluation revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock; if this occurs, resistance may be experienced during advancement and damage such as pusher assembly kinks may occur. During functional testing, the smart coil was able to advance from its returned position within the introducer sheath with resistance; however, additional resistance was experienced due to the pusher assembly kinks and the device could not be advanced any further. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns this report is associated with MFR report number: 1.3005168196-2020-01377.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using packing coil lps, a velocity delivery microcatheter (velocity), and a non-penumbra sheath. During the procedure, the physician took a radial approach and was unsuccessful in placing the velocity into the target vessel. Therefore, the velocity was removed. Next, the physician successfully implanted one packing coil lp using a non-penumbra microcatheter. While attempting to advance the next packing coil lp from its initial position within its introducer sheath, the physician immediately encountered resistance. Subsequently, the pusher assembly became kinked where the wire and the plastic meet. Therefore, the packing coil lp was removed. The procedure was completed using non-penumbra coils, the same microcatheter. And the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01377.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coil lps, a velocity delivery microcatheter (velocity), and a non-penumbra sheath. During the procedure, the physician took a radial approach and was unsuccessful in placing the velocity into the target vessel. Therefore, the velocity was removed. Next, the physician successfully implanted one ruby coil lp using a non-penumbra microcatheter. While attempting to advance the next ruby coil lp from its initial position within its introducer sheath, the physician immediately encountered resistance. Subsequently, the pusher assembly became kinked where the wire and the plastic meet. Therefore, the ruby coil lp was removed. The procedure was completed using non-penumbra coils, the same microcatheter. And the same sheath. There was no report of an adverse effect to the patient.